Manufacturer narrative:
B5: there was no patient contact and the problem was resolved with the implant of the backup lens. The lens was torn by the mst graspers. The patients current post-op condition is 20/20. Claim # (B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -13.00 diopter, was torn during loading. The lens was replaced with the backup lens. Additional information has been requested but none has been forthcoming.